Event description:
The patient presented with occlusion of the distal sfa. A 6 mm viabahn device was advanced through 7 fr cook introducer sheath over a .035 amplatz super stiff wire guide; retrograde to the lesion. The physician was unable to advance the device across the very calcified lesion. The device became stuck. The physician tried to pull the device back into the 7 fr sheath and out. He was unable to remove the delivery system from the patient; however, the sheath separated from the hub, and remained in the patient. The patient was taken to the operating room for surgical removal of the introducer sheath. The patient was fine at the end of the procedure.

Manufacturer narrative:
MFR date unknown, as the lot number was not provided by reporter. Considering the information provided, this incident appears to be the result of a procedurally related event or possibly related to human anatomy, rather than the fault of the device in question. It should be noted that our quality control performs a 100% inspection of the device, verifying patency of the lumen, in addition to verifying the correct size of sheath material, proper french size, free of bends, kinks, and other surface imperfections prior to further processing. No product was returned, but no evidence exists to contradict the substance of the complaint. We will continue to monitor for similar complaints.